Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not securely latch to a test monitor. Upon evaluation, the trunk cable connector latches were broken. The cause of the inability to latch is the broken latches. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into an unrelated issue, a reportable problem was found. The trunk cable connector would not latch.